Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma. Concomitant products: 350cc mentor smooth round moderate profile, catalog # 3501655, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a 350cc mentor smooth round moderate profile saline breast implant and experienced postoperative left-sided hematoma. The patient had a CT of the chest and spontaneous bleeding was confirmed. As a result, the patient underwent explantation on (B)(6) 2019.